Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Recurrence, adhesions, and inflammation are is a known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of multiple ventral incisional hernias. A bard/davol composix e/x reference number 0123680, lot number 43ipd277 was implanted to repair the hernia defect. On (B)(6) 2010: the patient had to undergo an additional surgery to remove the composix e/x and re-repair the hernia. As alleged, the composix e/x had suddenly failed, coming loose from the abdominal wall and causing adhesions, inflammation, infection and severe discomfort. On (B)(6) 2010: the patient had to return to the hospital several times and undergo an additional surgery as a result of the infection caused by the defective mesh. On (B)(6) 2014: the patient had to undergo an additional surgery for abdominal wall reconstruction due to the failure of the composix e/x. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of multiple ventral incisional hernias. A bard/davol composix e/x reference number 0123680 lot number 43ipd277 was implanted to repair the hernia defect. (B)(6) 2010: the patient had to undergo an additional surgery to remove the composix e/x and re-repair the hernia. As alleged, the composix e/x had suddenly failed, coming loose from the abdominal wall and causing adhesions, inflammation, infection and severe discomfort. (B)(6) 2010: the patient had to return to the hospital several times and undergo an additional surgery as a result of the infection caused by the defective mesh. (B)(6) 2014: the patient had to undergo an additional surgery for abdominal wall reconstruction due to the failure of the composix e/x. As alleged, the patient was severely and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, "all the hernias were included in the incision and adhesions were taken down. A composix e/x mesh (device #1) was sutured to the abdominal wall and tacked." (B)(6) 2010 - patient visited hospital for abdominal pain and distention. (B)(6) 2010 - patient was diagnosed with dehiscence of ventral hernia thereby underwent repair with mesh removal. Per operative notes, ¿the small and large bowel were densely adherent to the mesh. Adhesions were lysed and the entire mesh (device #1) was removed.¿ (B)(6) 2010 - patient was diagnosed with recurrent incarcerated incisional hernia, abdominal wall abscess and cellulitis thereby underwent repair with implant of biological mesh and scar revision of the abdominal wall wound. Per operative notes, ¿there were two abscess that were encountered and dense adhesions were dissected. A piece of biological mesh was placed in the retrorectus plane and sutured.¿ (B)(6) 2014 - patient was diagnosed with multiple recurrent incisional hernia thereby underwent open repair with implant of bard soft mesh (device #2). Per operative notes, ¿extensive adhesiolysis was performed and the hernia defect was measured. A piece of polypropylene mesh (bard soft mesh) (device #2) was placed and sutured.¿ attorney alleges that the patient had abscess, adhesions, pain, hernia recurrence, infections and emotional injuries. It is alleged that purulence, drainage, odors, chronic open wound and rupture of hernia repair.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Recurrence, adhesions, and inflammation are is a known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum #1: addendum to the previous report. This supplemental emdr is being sent to correct the expiration and manufacture date for composix ex mesh. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 weeks post implant of composix e/x mesh, patient was diagnosed with adhesions, wound dehiscence, abdominal pain and abdominal distention thereby underwent repair with mesh removal. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the expiration and manufacture date for composix ex mesh. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.